Event description:
It was reported the cable of the disposable biopsy forceps head came loose and was removed. The issue occurred during a diagnostic upper gastrointestinal endoscopy. The procedure was not completed as it had been cancelled. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated d8 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned, the reported malfunction could not be reproduced. The likely cause could be due to a strong load exceeding the bearing strength that was applied to the connection part between the manipulation wire and the cups. This might have caused the manipulation wire to come off from the manipulation wire fixing hole of the cups. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Never use excessive force to open or close the cups. This could damage the instrument. If the manipulation wire becomes detached from the cups, immediately stop using the instrument. With the wire detached, you may feel little or no resistance when moving the slider, and your impression of the manipulation of the instrument may differ significantly from what is actually taking place. If you notice any major changes in manipulation, check whether or not the wire has become detached from the cups. However, a definitive root cause could not be determined. If the manipulation wire becomes detached while the biopsy forceps are inserted in the endoscope, first move the slider all the way in the proximal direction in order that the cups may come as close to the distal end of the endoscope as possible. Then, withdraw the biopsy forceps and the endoscope together from the patient¿s body with extreme care to avoid causing patient injury. At the same time, make sure that no part of the manipulation wire has fallen into the patient¿s body. Do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.